Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, liver disease/toxicity, cancer and pancreas issues. The patient has been passed away. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received new and relevant information on 10/03/2025. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure (B)(4) (v01). See (B)(4) (v01) for the procedure used to make this determination. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Section g3 and h6 have been updated in this follow up report.